Event description:
When the endotracheal tube was placed, it was found to have a leaky balloon cuff problem and had to be replaced. Unsure of which lot # is the et tube. (B)(4). Have called the manufacturer, they are going to pickup the one faulty et tube we still have and analyze it.